Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The reported event of ipg being inoperable was not confirmed based on the data in the ipg logs. The ipg daily battery log shows the last battery reading of 3.022v, which is good, was recorded on the day of the explant procedure. The logs also showed the ipg was not in the service application state before explant and, therefore, the device would've been functional. The device entered the service application state as a result of the explant procedure and at this point would've stopped logging the battery voltage. When the device is placed in the service application state, it draws excessive power from the battery which is why the battery voltage level was so low at the time of analysis. Analysis of the returned ipg found the device¿s battery and regulated voltages, at the time of analysis, were below the minimum specification to sustain communication. The device casing was cut open and the device hybrid was attached to an external supply voltage of 3.0v in order to communicate with and test the device. While attached to an external supply voltage the returned device communicated with all lab utilities and passed all functional tests on the automated test equipment (ate). The ipg logs also showed the ipg was turned off with a programmer on (B)(6) 2020 prior to explant on (B)(6) 2020 so the device wasn't being used during this time.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient's ipg was non-functional. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the entire system was explanted to address the issue.